Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. The active exhalation control module was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the active exhalation control module failed testing. The root cause of the failure was found to be the proportional valve did not fully close.